Event description:
It was reported that a vns pt who had recently undergone generator replacement surgery with a model 105 generator ((B)(6) 2011), began experiencing an unpleasant feeling on the left side of the neck (i.e. He feels that "a liquid run down along the lead), headache (left-sided), toothache and tinnitus (B)(6) after surgery (2.5ma/20hz/250us/7s/0.3min). Pt therapy settings were reduced on several occasions in attempt to alleviate these side effects, which were only temporarily successful and system impedance was noted to have increased gradually during each programming session. The pt indicated that he had almost the same symptoms in 2005, when he had a lead break and the symptoms increased gradually. The pt's treating vns therapy physician also indicated that prior to replacement, therapy settings were unable to be increased due to "a lot" of unspecified adverse events which resolved after decreasing the output current (to 2.5ma) and pulse width (to 250 us). The reporting physician indicated that an emg was performed and the signal looked normal. Pt x-rays were rec'd and reviewed and no anomalies were identified. Pt emg testing was performed and no obvious anomalies were identified. The placement of the generator could not be fully assessed due to lack of a full ap chest view. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. The lead wires at the connector pin appeared to be intact. A second set of electrodes belonging to an explanted lead can be observed below the electrodes of the currently implanted lead. Neither lead breaks nor acute angle were observed in the assessed portions of the lead. At the moment good faith attempts to obtain add'l info have been unsuccessful to date. Revision surgery is likely but has not been scheduled.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further information was received from the reporting physician indicating the adverse events were constant and resolved with disablement of the device. At the moment revision surgery is likely and physician will consult with manufacturer at that time. No further information was provided by the physician.

Event description:
Additional information was received from the treating physician indicating the patient underwent generator and lead replacement surgery. The explanted lead was not returned to the manufacturer for analysis.

Event description:
Analysis was completed on the returned generator which indicated no device issues. The explanted lead was not returned to the manufacturer for analysis; hence no commentary can be made regarding the reported lead issues.